Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false downstream occlusions' which were verified through a review of the event history by the presence of multiple 'downstream occlusion!' Messages. Evaluation did not observe downstream occlusion while running flow testing. The cause was determined to be an out of specification force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion during testing in the biomed service department. There was no patient involvement. No additional information is available.